Manufacturer narrative:
An event of backup operation was reported. The device was not returned for analysis; however, event details indicate that the device was restored via download/firmware from the etp. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic presented to the clinic after showing the device in bvvi. A device download was performed successfully. The patient condition was stable throughout the process of restoration.